Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) overheating and shutting off intermittently. No harm to the patient.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h6 investigation findings, investigation conclusions, type of investigation, component codes; h11. Corrected fields:g1 contact person ¿ mfg site. Due to character restrictions in block e1 full initial reporter name is (B)(6). A getinge field service engineer (fse) evaluated the unit and logs showed compressor issues. The fse replaced the compressor scroll (119-00-0236) and temp probe (0206-00-0734) due to overheating. The unit passed all functional and safety tests per manufacturer specifications.